Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the purewick nurse line that the customer was concern about the development of a urinary tract infection due to the purewick catheter stayed damp with urine. Verbal response: explained that male external catheters do not eliminate the risk for bacteremia or infection, but each patient needs to weigh the various methods of managing incontinence with their healthcare provider. Customer stated that they were not incontinent, they had to urinate multiple times at night and uses purewick to help have uninterrupted sleep. They also complained they had leaked every night. Discussed proper placement and the need for the wick to stay properly positioned throughout the night. They were already wearing briefs to help secure the wick.